Event description:
Medtronic received information that prior to use the customer reported two holes in the 18fr eopa cannula. The device was not used (will be returned and replaced with another in the future). There was no patient involvement so no adverse effect occurred.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of 2 holes in the body of the device. Reason for return was confirmed. Conclusion: after investigation at medtronic, complaint is confirmed for holes in the cannula body. Additional inspection of the cannula body under the microscope did observe in the area marked in black the appearance in several places nick/cut marks and scratches. One of the nick marks has a hole and material is peeled up; whereas the other hole has the appearance of a deep slice. Device was not returned within a sealed pouch. There were several other scratch marks in those areas. It is unknown what may have caused this occurrence. There were no adverse patient effects as a result of this incidence. Complaints received from october 2019 through december 2020 for similar model numbers were reviewed and showed no trends warranting escalation related to this occurrence. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.